Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received a scan result of 3.7 mmol/l and was given honey as treatment by their spouse but started to experience feeling ill, severe cramps, nausea, seizure, and was unable to walk and required the ambulance to be called. The paramedics tested the customer's blood glucose level using an hcp meter, and the result was 22.4 mmol/l. The customer was diagnosed with hyperglycemia and provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.